Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions at 11.4 cm to 11.8 cm, 25.5 cm to 25.6 cm, and 20.2cm to 20.5 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
First notification date of(B)(6) 2017 was added in error. The correct first notification date should be (B)(6) 2017.